Manufacturer narrative:
The reagent lot number is 83943401, with an expiration date of 30-apr-2026. The field service engineer (fse) inspected the analyzer and determined that worn tubings on the rinse head had caused the event. The fse replaced and adjusted the gear pump head, syringe seals, heat-cut filter, cuvettes, vacuum diaphragms, all probes, and the rinse head and tubing. The customer performed qcs, and the analyzer's performance was verified. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable tina-quant hemoglobin a1cdx gen.3 results from 748 patient samples tested on the cobas c 513 analyzer. The following examples of discrepant results for two patient samples were provided: patient sample 1 the initial result from the analyzer was 13.6%. The repeat result from another c 513 analyzer was 5.6%. Patient sample 2 the initial result from the analyzer was 10.7%. The repeat result from another c 513 analyzer was 5.9%. The repeat results were deemed correct. Failed qcs prompted the rerun of the patient samples.